Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed that the right master tool manipulator (mtmr) would not home and the system would elicit 23008 and 23013 errors upon startup. The fse replaced mtmr. The system passed all tests and was verified as ready for use. Isi received the mtm unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to be reproduce the customer reported complaint during visual inspection. During evaluation, the slip ring was observed to be incorrectly positioned, causing the mtm2 not to home. As a fix the slip ring was positioned properly. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to a non-functioning master tool manipulator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, one of the surgeon side console's (ssc) right arms was not working and the ssc stated that homing failed. An technical support engineer (tse) reviewed the system logs and confirmed homing errors on all axes of the right master tool manipulator right (mtmr). The tse advised the customer to reboot to try and recover the errors, however, the customer did not want to interrupt the procedure. The tse suggested calling back if they needed additional help with process, but suggested the customer a hard reboot when possible. The operating room (or) staff continued with procedure. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to another da vinci system and was completed with no reported issue or injuries during or after the procedure reported regarding the patient.